Event description:
It was reported that the patient received inappropriate high voltage therapy. High, out of range, pacing lead impedance was observed. The lead was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a fracture of the coil was found at 6.2cm from the connector pin consistent with fatigue. This fracture is consistent with the observation from the field of high pacing lead impedance and oversensing.